Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: when the unit was checked, it showed "invalid serial number & panel connection lost "

Manufacturer narrative:
The following was reported, "the unit showing: invalid serial number & panel connection lost when user check the unit." No patient involvement reported. Provided logfiles do not cover the date of the event. The technician replaced the vu esm and the issue was solved.